Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case were tested and failed for control solution high; and the test strip vial was damaged/exposure. The patient's meter has was also returned and evaluated, and passed all testing and the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved in this case were tested and failed for control solution high; and the test strip vial was damaged/exposure. The patient's meter has was also returned and evaluated, and passed all testing and the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. There was no patient injury associated with this issue.